Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness.

Event description:
An event involving a nrfit medication cassette it was reported that when the medicinal liquid was filled, the liquid leaked from the connection part on the side where the syringe was attached and from the base of the tube. The reported malfunction indicates loss of drug or blood at connections, filters, tubing that potentially exposes the patient or clinician and could lead to infection if it were to recur during an active infusion.